Event description:
The customer reported seven (7) false positive results with the determine hiv-1/2 ag/ab combo test kit performed on unknown dates. This MFR. Report addresses test seven (7) of seven (7). The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on unknown date using fingerstick sample type. Confirmatory testing was performed with hiv 1/2 gen 4 geenius reflex test on unknown date using venous sample which generated negative result. The customer confirmed that patient was not hospitalized and there was no patient harm due to the test results.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. During the time of this complaint and as part of an investigation into preliminary false reactive results, a field product correction impacting select lots of determine¿ hiv-1/2 ag/ab combo was executed. Abbott confirmed the impacted lots that were identified have a higher occurrence of preliminary false reactive complaints due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ab combo. The issue has been isolated to specific lots of the subcomponent that were used to manufacture the impacted kit lots, however the kit lot number was not able to be confirmed for this investigation. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted. Complaints against these trend codes will continue to be monitored to identify and track any out of trend / unexpected performance at the lot and product family level. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out of trend / unexpected performance at the lot and product family level.